Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm. Insulin pump was received with critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error alarms, failed battery/battery failed alarms, or stuck button alarm/no keypad response due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. Insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a pump error alarm and a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed pump error during rewind. Customer confirmed that the insulin pump had a recurring power error alarm even after the battery has been changed and unable to complete the rewind process. Customer also reported that keypad anomaly issue and buttons were unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.